Manufacturer narrative:
Terumo did not receive the actual device and further investigation is necessary. Terumo plans on submitting a follow-up report when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, the prebypass filter had some white particulate matter coming out of it. The product was changed out, there was no blood loss, and surgery was completed successfully. There was no patient harm.